Event description:
It was reported that a little over a month after implant, infectious vegetation was noted on leads by echocardiogram. The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55, implantable tachy lead, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).